Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2023-19291, related manufacturer report number: 2017865-2023-19290, related manufacturer report number: 2017865-2023-19292. It was reported that the patient presented for the extraction of the pulse generator, right ventricular (rv) and right atrial (ra) leads due to infection. A transesophageal echocardiogram (tee) revealed that the leads were infected, and the device pocket was observed to be purulent. Also noted was depressed rv function due to significant tricuspid valve regurgitation. The generator rv, active ra, and inactive ra leads were explanted. The patient tolerated the procedure well and there were no complications.